Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The suspected cause of the event was due to externalized conductors which were visually confirmed. Additionally, premature battery depletion was suspected on the device. The rv lead was capped and replaced, and the device was explanted and replaced to resolve the event.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device voltage was at elective replacement indicator (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis of the device image indicated device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.